Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss to the patient was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is not confirmed. Testing completed on the sample did not demonstrate any leaks. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure. Coagulation blood was noted beneath both screw flanges. Gross visual examination could not determine any damage, defects or irregularities which would affect the physical integrity of the dialyzer, specifically, no cracks were observed. The sample was subjected to a lab leak test where the physical integrity of the dialyzer remained intact; an external leak was not observed during testing in which the dialyzer was submerged in water and pressurized incrementally from a 4.0 to 15.0 psi. No leak was detected possibly due to coagulated blood between the polyurethane cut surfaces and screw flanges. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing from the release of product. As a result, lab testing may be inclusive regarding the failure originally observed by the complainant facility. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.